Event description:
Healthcare professional reported for left side "capsular contracture grade iii", "pain¿, ¿holes in implant¿ and "minimal fluid collection". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, deformation device and weight to the spec. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade iii", ¿holes in implant¿ and "minimal fluid collection".

Event description:
Healthcare professional reported for left side "capsular contracture grade iii", "pain¿, ¿holes in implant¿ and "minimal fluid collection". The device has been explanted.